Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient¿s blood glucose (bg) level reached 350 mg/dl while wearing the pod between 4 and 24 hours. After realizing elevated bg levels, patient found the pink slide did not move forward as intended; this indicates that a needle mechanism failure occurred. As treatment, a new pod was applied.

Manufacturer narrative:
The following fields were updated based on additional information provided: lot no: pd1k08072121. Expiration date: 2/7/2023. Unique identifier (UDI) #: (B)(4). Device mfg date:8/7/2021.